Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported a merlin transmission revealed loss of capture as indicated by non-sustained right ventricular oversensing episodes. It is suspected lead dislodgement was the cause of the loss of capture. Performing isometrics and a capture test were recommended. No further information is available.